Event description:
Related manufacturer reference number: 2017865-2025-15205. It was reported that the patient presented to the emergency department after receiving inappropriate shocks due to the ventricular fibrillation (vf) therapy assurance algorithm. Device reprogramming was made. It was also noted that variation of r-wave signal was observed on the right ventricular (rv) lead. An x-ray confirmed that the rv lead had dislodged. The patient will be scheduled for rv lead repositioning. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
Correction: section d1, d4 - this supplemental report notes the correct brand name, model number, and serial number.